Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3 - date of event: estimated d4: the UDI number is not known as the part and lot number were not provided.

Event description:
User facility medsun report uf/importer report (B)(4). Received that states, "after step 1 of the device use, the sutures broke and unable to complete the device use, removed from the groin puncture site."

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be performed because the part and lot number were not reported, and the device was not returned. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, link/suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. Correction: b1 - adverse event/product problem: updated from adverse event to adverse event, product problem.